Event description:
It was reported that the patient¿s prior managing healthcare provider (hcp) had ¿put the pump up to 1400¿ while also giving the patient oral methadone. It was indicated that, at the time, the patient¿s concentration was at 8000mcg/ml, the daily dose was increased 10% to 16.516mcg/day, and her flex dosing was changed to a basal rate of 63.5mcg/hour. It was also stated that the patient had boluses of 127mcg/hour from 7:30 to 8:30am and from 16:30 to 17:30 for a total dose of 1651.6mcg/day. The reporter stated that the patient started to stop breathing at night and had a ¿v-pap¿. The patient had been told it was from the medication. It was stated that the patient¿s medication was then reduced down to 800. At the time of report, the device system was used to deliver fentanyl; however, it was unknown if the drug was consistent with that of the time of the event.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information received reported that none of the reported events were due to the device, programming, or medication therapy at all. Further information was not given.